Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v689340, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v689340, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type lead .

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was not able to feel stimulation unless the device was turned up high. It was stated that patient had the battery turned up very high in order to feel stimulation and the battery life was dwindling. It was noted that patient felt stimulation when it was uncomfortable. Rep reported that patient once had therapy but now there was no therapy with all programs. It was noted that patient was in a car accident and device stopped working afterwards, all programs were tried two weeks each but patient had no results. It was mentioned that an x-ray was completed and the lead had migrated per the managing doctor. The managing doctor decided to revice and replace the unit. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.